Event description:
Subsequent to the initially filed report, additional information was received stating the recurrent mitral regurgitation (mr) was observed on 10/17/2023. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported recurrent mitral regurgitation (mr) could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. One clip was implanted successfully, and the mr was reduced to grade <1. On (B)(6) 2023 it was further reported that after recovering from methicillin-resistant staphylococcus aureus the patient's mr returned. The cause of the recurrent mr could not be determined. No additional information was provided.